Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8 mm monopolar curved scissors (mcs) instrument would not close all the way. There was no report of patient involvement.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has been returned and evaluated by the failure analysis team. The instrument was found to have blade damage. Both of the blade edges were indented. The blade indentation did cause the cut test failure and caused the blades not to open or close properly. The cutting edge had corrosion that would have contributed to the blade damage or cutting failure.